Manufacturer narrative:
The investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that fluoroscopy revealed that the right ventricular lead had externalized conductors. The lead was explanted and replaced. Patient was stable and was discharged.

Manufacturer narrative:
Final analysis found as received, a partial lead was returned in three pieces measuring 13.4 cm, 6.6 cm and 51.5 cm respectively. Visual and x-ray examinations did not find any anomalies on these pieces except procedural damages. Electrical tests did not find shorts on any conduction paths. One rv cable and two svc cables were separated on the distal piece were consistent with procedural damages.